Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Ileocecal resection. According to the reporter: the surgeon noticed air leaked from the cavity and confirmed the seal was torn. Nothing fell into cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.